Event description:
During ercp ultratome xl was being used to make a sphincterotomy cut and when the ultratome xl was straightened, the cutting wire was wrapped around itself and was not able to be used. This was replaced with another ultratome xl and during the cutting process, the cutting wire broke. A third ultratome xl was used and this functioned correctly.